Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 268 mg/dl. It was stated that the customer called the day before and stated that she felt sick and have a headache. The customer requested medical assistance. The spouse called the paramedics and they treated the customer. Troubleshooting was performed. The programming and the alarm history were correct. Rand a fixed prime test and the device passed the test. Perform a high pressure test twice and the device did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.